Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier & weight not provided for reporting. Patient born in 1977, exact date unknown. (B)(4). Device not implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when a surgeon was performing a fixation procedure for a mandible fracture, two imf screws broke during insertion. Fragments were generated by both screws and a piece of each screw was left in the patient. The remainder of each screw was discarded. There was a two minute delay in surgery; however no additional medical intervention was necessary. The surgery was completed successfully. This report is 2 of 2 for (B)(4).